Event description:
An ipp was implanted on 7/30/96. A revision surgery was performed on 9/24/96-no components removed or replaced. The pump was removed from the patient on 3/12/97 due to pain in scrotum and patient dissatisfaction due to superficial tubing.